Manufacturer narrative:
Correction information provided in d.4. Additional information provided in d.10., h.3., h.6. And h.11. The product was not returned. A photo was provided. A hole was not observed. A mark was observed on the anterior optic surface, near one optic/haptic junction. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. A non-qualified handpiece and a non-qualified viscoelastic were used. The root cause was most likely related to a failure to follow the (instructions for use) IFU. A non-qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The lens remains implanted. A photo was provided. While a hole in the optic was not observed, a small mark that appears as damage was observed on the anterior optic surface near one optic/haptic junction. Based on the photo, the position of the small mark does not appear that it would have an impact on peripheral vision. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with the description hole in the optical part of the (iol)intraocular lens. The patient had scheduled a follow-up to check whether this will effect on the vision. Additional information has been received that the patient was fine but she was thinking to replace the lens. The central vision was good but her peripheral vision was worse due to damage to the lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).